Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump was accidentally dropped, resulting in a shattered screen and loss of function; a replacement device was shipped and the user was instructed to shut down the device via menu > settings > other > shut down, return the damaged unit using the provided shipping label, and complete the startup process on the replacement because data would not transfer. Symptoms included no injury, no hypoglycemia, no hyperglycemia, and no alarms. Outcomes included continued therapy management via dexcom app or receiver while awaiting replacement and no medical intervention or hospitalization. Investigation included review of user report and complaint handling to assess device performance and damage. Investigation of this device revealed physical damage to the display assembly consistent with impact, with the device unable to operate after the drop and the screen component identified as the affected part. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental drop.